Event description:
Caller reports that the patient tested 7.1 inr and 1.0 inr during duplicate testing on the same device. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip lot used: 368a, 1/31/08.